Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two misloaded accutni reagent packs were discovered while troubleshooting reagent carousel motion errors with hotline on the access 2 immunoassay analyzer. Testing was not being performed on the instrument when the packs were loaded to the event discovery date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Service was not dispatched for this event. No additional information is available.